Manufacturer narrative:
Based on the claim against the product by the customer noting a wire snapped, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the tenaculum forceps for failure analysis (fa) investigation. The tenaculum forceps had a broken pitch cable at the distal end. The broken cable fragment that contains the crimp was still installed in the clevis. Fa confirmation indicates that the instrument did contribute to the customer reported issue. The failure is typically attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire in the joint of the tenaculum forceps instrument snapped inside the patient. The instrument was immediately removed from the patient. An x-ray was completed at procedure end to confirm no pieces left inside the patient. The procedure was completed.